Event description:
The customer reported the subject device displayed an e315 error code (scope error) and a b30 error code (scope communication error). There was no patient or user injury reported due to the event. This report is being submitted for the e315 error code reported by the customer. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issues (error codes e315 and b30) were not confirmed. In addition, service found the adhesive on the bending section cover was cracked, the universal cord was wrinkled, the paint on the suction cylinder was peeling, and the scope connector was split. Switch #2 was scratched, and switch #4 was scratched and worn. The insertion tube and universal cord were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported e315 error code. A definitive root cause for the reported product problem was not established. However, it was probable that the issue occurred due to one of the following: (a) a defect in the image sensor unit, (b) a system failure, or (c) a failure of the internal board of the endoscope connector. Olympus will continue to monitor field performance for this device.